Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70, serial/lot #: (B)(4), description: scs 70cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was not receiving stimulation. The patient underwent a lead revision wherein the physician replaced the leads due to a suspected lead fracture. The patient was doing well postoperatively.